Event description:
Additional information received indicated that the infection was due to ICD erosion. When patient presented for follow-up, increased threshold was observed. During system revision, the lead was unable to be removed and was capped. Two days post-revision, pneumothorax was observed via chest x-ray. The capped lead was then explanted, and a new system was implanted. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead eroded through the patient's skin, causing pain and an infection. The patient underwent a lead revision surgery. No further information is available at this time.